Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-06293 and 2134265-2016-06562. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed however, during the first pullback, overload error message repeatedly occurred. The physician tried to initiate the automatic pullback but failed. Reconnection was performed but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.